Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the cartridge slid off the pump. The customer reported the cartridge did not "click in" as expected. The customer's blood glucose was not impacted. Reportedly the customer would continue to use the pump for insulin therapy.